Event description:
The surgeon experienced two anchors break during an achilles tendon repair. The second and third acnhors implanted "sheared off". The first and the fourth anchors were implanted successfully. It was reported that "no pre-drilling was done" prior to insertion of these anchors. The surgeon was utilizing the a02 finger technique. The patient's bone quality was noted as being very good. It was confirmed that both implants were left in the patient.